Manufacturer narrative:
During investigation it was found that only when both the av vti and mv vti were both taken in a study did this occur. The mv vti measurement would display on the report as the av vti and the av vti would not display at all. When only the av vti was only taken it would display correctly. If only the mv vti was only taken it would not display at all. Support corrected the overwriting when both measurements were taken but could not get the mv vti to map due to software limitations and the customer now just manually enters the mv vti and plans to upgrade in the future which will more than likely improve the amount of measurements that can be mapped. Support corrected this by updating the measurement mapping strings. The error in measurement mapping was found by a sonographer but the customer was not sure when the error in the mapping started to occur. The customer stated that since the correct measurements were displayed on the images, and the sr, that they really did not notice it incorrect in the report as they look at the images and sr to primarily get their numbers. The customer reported no patient harm and confirmed the incorrect mapping was resolved by support. No further actions are required at this time as the mv vti can be manually entered until it can be mapped when the site decides to upgrade to a new version of merge cardio.

Event description:
Merge cardio is a system intended to be used to acquire, store, print, transfer, and archive clinical information including images, hemodynamic studies and reports, measurements (via import from dicom structured reporting, text files or optical character recognition of measurements captured on images) and cardiology signal (waveform) data. On (B)(6) 2018, a customer contacted merge healthcare and stated that diagnostic measurements taken by their modality needed corrected. Due to an incorrect values displaying in the diagnostic report, there is a potential for incorrect treatment of a patient that could result in harm. (B)(4).